Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned with a carrier and a cover screw, but not in the original package. The implant was measured and verified to be a hahn tapered implant 4.3 mm x 11.5 mm (70-1154-imp0011). The returned implant had no defect or non-conformity and the internal hex was intact. Internal hex was verified using a calibrated go/no-go gauge (gl #(B)(4) ; control ID # (B)(4) ) and determined to be of passing quality. Implant driver was not returned and could not be evaluated. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect was observed from the returned product. Root cause: the root cause cannot be explicitly determined. Based on the returned part inspection, there is no product deformity or nonconformity observed from the returned implant. The returned implant engaged with its respective hahn driver successfully and functioned as it intended. It is unknown if the physician was selecting the correct size driver during the initial placement of the implant.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The implant was being placed on (B)(6) 2020 at tooth location #29. As the implant was being placed in the patient, and just before it was to be torqued down, the implant fell off of the implant driver. The o-ring on the implant driver would not keep the implant latched on. The implant was removed from the patient with no injury. Another implant was planned to be placed at a later date. Later, another implant was successfully placed. The patient is currently reported to be "doing well". The patient has type bone quality. The patient has no relevant medical history, and has several dental fillings.